Event description:
Physician reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec) additional observations: no other observations observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Manufacturer narrative:
Continued e.1 zip code: 4480. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4, d.9, h.3, h.4, h.6.

Event description:
Physician reported a left side rupture. The device has been explanted.